Event description:
Patient had an occluded rca and cx. The lad after the diagonal was 75% stenosed. A sprinter legend balloon dilation catheter was being used to treat the mid cx. The lesion was a cto with moderate calcification and moderate tortuosity. The lesion had a trifurcation just beyond a 15-20 mm occlusion. The device was removed from the packaging and inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The physician had a 300cm non medtronic guidewire and cut the wire (with sterile wire cutters) to shorten the length. The device was advanced over the tip of the cut end of the wire and a slight tightness was felt. They released the wire and advanced with no further issues. The sprinter legend balloon was inflated (8atms) but the balloon only partially inflated. Negative prep was pulled and some free air was observed which traveled down the vessel occluding the prox lad. The patient became hemodynamically unstable. Pressors and CPR were administered. Patient recovered well with all vitals normal. Post removal of the device a small leak was observed at the catheter junction of the balloon and catheter tip. It is felt that the cut 300cm wire end was not a clean cut and a small piece of the wire end was lifted up which caused the puncture on the inner lumen of the catheter tip at the junction of the balloon. It was then thought that when they pulled negative and then inflated, air entered into the catheter and then dispelled in the vessel. They pulled another 2.0 x 20mm balloon, this time a non-medtronic 2.0 x 20mm rx balloon and the balloon partially inflated. They pulled the balloon back outside the patient and observed a small puncture in the mid balloon tip area thought to be same result of the cut wire edge. The procedure was completed with stenting and normal flow was restored. Patient was discharged in a stable condition.

Manufacturer narrative:
Evaluation codes, results: related to another drug/device (leak caused by the cut wire) no results available since no evaluation performed (device or procedural images not provided for review) none (device not returned) evaluation codes, conclusions: another device caused failure (leak caused by the cut wire) unable to confirm complaint (device or procedural images not provided for review) (B)(4).

Manufacturer narrative:
Results: issue experienced is related to the guidewire used and is therefore procedural related. Conclusion: issue experienced is related to the guidewire used and is therefore procedural related.

Event description:
Device evaluation: analysis of the returned device showed the balloon folds open. The distal tip was damaged and torn. During the analysis the device failed negative prep. An attempt was then made to inflate the balloon but this failed and the water used during the attempted inflation leaked from the tip of the device and the wire lumen entry port. The outer shaft was removed from the inner and the inner was inspected. The inner had two major marks/tears on the shaft, the first tear was located between the distal and proximal markerband and was 3.5mm in length, with the material slightly bunched at the proximal end of the tear. The second tear in the inner was located 3mm proximal to the proximal markerband.